Event description:
It was reported that a (B)(6) male returned for a one (1) year follow up visit in which an echo showed severe aortic regurgitation. Upon review of source documentation, it was noted that the patient had significant calcific disease of the aortic annulus and aorta. During the original implant surgery, the surgeon elected to downsize the valve to an edwards perimount magna ease 23mm bioprosthesis. Follow-up examination a year later showed that the patient was symptomatic with shortness of breath on exertion that reportedly started a couple of months prior. Tee also documented a follow-up assessment that revealed evidence of pvl and dehiscence of the prosthetic valve. No additional information has been provided.

Event description:
Edwards received additional information that this device was explanted after an implant duration of one (1) year, two (2) months. No additional details provided.

Manufacturer narrative:
(B)(4) device not returned. Regurgitation is considered to be a perivalvular leak (pvl) if a turbulent eccentric jet originates between the bioprosthetic sewing ring and the annulus. While the majority of affected patients are asymptomatic, pvl, when severe, can lead to significant morbidity including heart failure and hemolytic anemia. Pvl can occur in the mitral and aortic position for similar reasons. Annular calcification is also a risk factor for the development of peri-operative pvl as the bioprosthesis may not seat properly after debridement. Technique related factors, such as incorrect valve sizing, have been shown to contribute to the development of pvl. Under sizing can lead to a gap between the annulus and sewing ring since the valve implanted is too small in relation to the annulus. The anatomy of the annulus may induce mechanical stresses along the rigid bioprosthetic ring which can influence long-term valve performance and durability. The annulus is not a static structure and has dynamic characteristics which have been shown to play a critical role in valve function and efficiency. A diseased or rigid annulus can potentially increase the mechanical stress on the prosthetic valve, leading to pvl. In this case, valve dehiscence was reported, which likely caused the pvl. Ring or valve dehiscence may occur early or late. When it occurs in the early post-operative period, it is typically a result of an inadequate valve repair or prosthetic valve implantation in combination with friable myocardial tissue. The explanted device was not returned to edwards for analysis as it remains implanted in the patient. Unfortunately, there is insufficient information to conclusively determine the root cause for the observed pvl. There have not been any allegations of a malfunction or deficiency related to the subject device. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. No further actions are possible with the available information.

Manufacturer narrative:
The explanted device was not returned to edwards for analysis.